Manufacturer narrative:
Product type: catheter, product ID: neu_unknown_cath, serial# unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are : product ID: neu_unknown_cath, serial# unknown, ubd unknown, UDI# asku. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and 2 pieces of catheter were returned. Analysis of the pump found ¿eos (end of service) due to time progression¿. Analysis of catheter model ¿unknown¿/serial number ¿unknown¿ found ¿catheter - acceptable testing - catheter incomplete/returned in segments¿. Analysis of catheter model ¿8596sc¿/serial number ¿(b)94)¿ found ¿catheter sutureless connector ¿ coring/tears/cuts in seal¿. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5000mcg/ml at 611mcg/day via an implantable pump. The other medications the patient was taking were klonopin and oral morphine prn. The indications for use were non-malignant pain. The patient¿s medical history included low back pain, s/p laminectomy and hypertension. It was reported that the patient¿s pump reached eos (end of service) on (B)(6) 2018. The patient experienced signs and symptoms of narcotic withdrawal the day her pump reached eos on (B)(6) 2018, describing muscle aches, malaise and increased pain. The patient also reported audible alarms coming from the pump. The original date for replacement had to be postponed due to undiagnosed hypertension that had since been treated with medications. There were no environmental, external, or patient factors that may have led or contributed to the event. The physician performed a proactive routine dye study on (B)(6) 2018 prior to the planned pump replacement. The physician stated extravasation of contrast visualized at the catheter/pump connector site. During the replacement surgery when the existing catheter was disconnected from the pump, no retrograde csf (cerebral spinal fluid) was observed so the neurosurgeon opted to replace the catheter. The catheter was replaced on (B)(6) 2018. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.